Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that the patient experienced pocket stimulation. The right atrial (ra) lead exhibited oversensing of the ventricular paces. The right ventricular (rv) lead experienced a polarity switch due to a drop to low impedance measurements, and a lead alert had triggered. In addition, the rv lead exhibited high and varying thresholds, and diminished r-waves. Reprogramming was planned for the rv lead and both leads were later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.